Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged and reported that the alert had not reoccurred after charging the pump. Additionally, information in the pump's history was intermittently incorrect. Reportedly, the customer exited the pump history and later noticed that the information was correct after re-entering the menu. The customer¿s blood glucose was between 107-118(mg/dl). Review of pump data logs found the pump was functioning as intended. The customer continued to use the pump for insulin therapy.